Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06082 the patient presented into the clinic and was admitted into the hospital due to syncope. Upon interrogation, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Additionally, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The ra and rv leads were both explanted and replaced to resolve the event. During the replacement procedure, insulation damage was visually confirmed on both the ra and rv leads. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were for insulation damage, oversensing noise, and mode switch. The reported events of insulation damage and oversensing noise were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection revealed two external insulation abrasions, which breached the outer insulation at the proximal region of the lead. Which is consistent with lead-to-can friction. The cause of the insulation damage and oversensing noise was due to the exposure of the outer coil at the abrasion zones. All other damages noted were consistent with procedural damage. Electrical testing and x-ray examination did not reveal any indication of conductor fractures or internal shorts.